Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the clinician observed that a electrode pad had an exposed wire. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The electrode pads used were not returned to zoll medical corporation for evaluation. Instead, retained sample testing of the lot number 4219 was performed. The retained sample testing did not duplicate the customer's report and review of device history records found no previous reports against this lot number. There are a number of factors that exist outside of an electrode malfunction that can cause exposed wires such as improper opening of the electrode packaging, inadvertent pulling of the wires while removing the styrene liner prior to application or pulling of the wires while attached to a patient. Without examination of the actual electrode pads, the customer's report cannot be confirmed. Analysis of reports of this type has not identified an increase in trend.